Event description:
Revision surgery - the patient complained of pain after x-ray. Review noticed the stem and proximal body had moved further into the femoral canal. The surgeon implanted a larger stem, trialed the proximal body and head.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain 3.1 months after prior surgery. The outcomes attributed to this event are a required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.